Event description:
Philips received a complaint on an intellivue x3 device indicating that the alarms turn off constantly. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: reporting address state: st reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
A philips field service engineer (fse) confirmed that there was no problem with the alarms. The fse indicated that the customer just misunderstood how the specific alarm-settings for a new patient work. Based on the information available and the testing conducted, the cause of the reported problem was a user misunderstanding. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.